Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device would not turn on with the button pressed. As a result, the customer experienced a seizure and a loss of consciousness however, was able to self-treat with sweets. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on meter. No new issues were observed. Meter powered on with button depression. Secure-1.was cloned to address this issue. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device would not turn on with the button pressed. As a result, the customer experienced a seizure and a loss of consciousness however, was able to self-treat with sweets. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.